Event description:
It was reported "gets multiple messages that the insulin can't be delivered". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.